Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked zebra connector on lcd. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a partial display screen. The customer saw a big white line when the screen was black. His/her blood glucose level was 149 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.